Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide more details regarding specific issue experienced by customer? Some of the clips were scissored, some clips just fell out completely open. The device jammed up and wouldn¿t load any more clips. It seemed as if the device wouldn¿t fire properly (in the handle). How was case completed? They opened another device. Was cholangiogram done on procedure? No. The analysis results of the er320 device found that it was received for analysis. The returned device was noted to have the jaws misaligned and yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 10 scissored clips were formed and 2 clips were ejected. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the yielded condition of the jaws may lead dropping/ejected clips. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.